Manufacturer narrative:
(B)(4). Improper disconnect of the patient line from the transfer set during therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy a system error 2240 alarm (air in set/line) occurred on the homechoice device. The patient disconnected the set without using proper procedure, and the alarm occurred. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.